Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were in supra ventricular tachycardia (svt) and the device did not stop it. The patient was hospitalized and defibrillated in the ambulance. The patient stated they were told the device was set to 200 beats per minute and their heart rate did not get that high. The device remains in use. No further patient complications have been reported as a result of this event.